Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced an underdose with sweating, hot, itching, and burning when urinating. The symptoms began over the weekend. The pump was due to be refilled (B)(6). The patient was seen (B)(6)2010; x-rays were performed (results not specified). They checked for infection, gave the patient a 30% bolus, and increased his medication 10%. No alarms were noted. The patient continued to have the same symptoms the next day; did not feel better. The medication in the pump was initially not reported. It was later reported that the patient's pump was implanted (B)(6)2010 and contained lioresal. The patient had been receiving therapeutic effect, but had recently required increasing doses of medication. The patient was at the clinic (B)(6) and after multiple attempts for the clinician to refill his pump, they took the patient down to fluoroscopy and there it was discovered that his pump had flipped multiple times because the catheter was kinked. The patient was taken to surgery on (B)(6)2010. The neurosurgeon made an incision over the pump pocket site and the catheter was twisted approximately six times near the nipple of the pump. The neurosurgeon disconnected the catheter from the pump and received a brisk retrograde flow of cerebral spinal fluid. The catheter did not curl itself back up to it's former twisted state. The neurosurgeon decided to not replace the catheter or that segment and just reattach the existing catheter to the existing pump. The pump was refilled with lioresal, 500 mcg/ml concentration, 40mls, in the or. The patient had been receiving 185 mcg every day but due to the fact that the catheter was kinked and when they withdrew the old medication in the reservoir, the expected residual volume was 3.7 ml, the actual residual volume was 10ml. From doing the calculations it was estimated that the patient had not been getting medication for at least 17 days. Therefore the pump was restarted at a daily infusion rate of 50 mcg everyday after the catheter length was primed. It was later reported that the patient had an appointment on (B)(6)2010. He was doing well but still had some hypertonicity, so the lioresal 500 mcg/ml concentration was increased from 75 mcg every day to 101 mcg every day. The plan was to continue weekly visits and increasing his infusion rate until optimal therapy was received.